Event description:
It was reported by the patient that the spinal cord stimulation (scs) device had not been implanted correctly, resulting in spinal cord compression and an inability to walk for approximately one year. No further information regarding this event can be obtained despite good faith efforts.